Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 6mm by 4mm amplatzer duct occluder was chosen for implant using a 6f non-abbott delivery sheath. While attempting to deploy the device, it was observed that the device was deformed in a cobra like shape. The deformed device was not released from the delivery cable while inside the patient. The device was recaptured and removed from the patient. The procedure was concluded without implanting a replacement device. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. The patient was reported as stable. No additional information was provided.

Event description:
N/a.

Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that per the instructions for use, the minimum recommended size delivery system for use with a 6-4 mm amplatzer duct occluder ii is an 5f. A 6f sheath was used to deliver the device, which could have contributed to the deformed deployment noted, as use of a larger sheath may influence deformations of the device.